Manufacturer narrative:
H10: as the serial number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, the device triggers when wound up. Additional information received that a bard needle installed when the magnum device fired on its own prior to a procedure. There was no patient involvement.

Event description:
It was reported that prior to a biopsy procedure, the magnum driver triggers when wound up. Additional information received that a bard needle was installed when the magnum driver fired on its own prior to a procedure. There was no patient involvement.

Manufacturer narrative:
H11: manufacturing review: a DHR and manufacturing review was not required as the event was determined to be expected, and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum driver was received at the bip biomedizinische intstrumente und produkte gmbh. The magnum driver was visually inspected upon receipt and was found to be in a normal condition. Rear body is worn out. The device was functionally tested and failed stylet sled force test identified during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported device triggers when wound up issue, the investigation is determined to be confirmed for the identified rear body is worn out issue and the investigation is determined to be confirmed for the identified stylet sled force test failed issue.the root cause for reported device triggers when wound up issue cannot be determined as the problem could not be reproduced. The root cause for identified rear body is worn out issue could not be determined based on the provided information. The root cause for identified stylet sled force test failed issue could not be determined based on the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, e1, g2, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.